Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) from a user facility reported of a blood leak during a patient's treatment. It was reported that the machine alarmed and the hansen port was tested with a strip and the result was positive. Additional follow-up was made with a clinic rn, who stated the machine alarmed approximately an hour after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The rn stated the leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 250ml. The rn stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event and the patient was able to complete treatment with new supplies on the same machine without issue. The patient dialyzed 3 times a week. The sample was available for return for evaluation.

Manufacturer narrative:
Plant investigation: the dialyzer was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A registered nurse (rn) from a user facility reported of a blood leak during a patient's treatment. It was reported that the machine alarmed and the hansen port was tested with a strip and the result was positive. Additional follow-up was made with a clinic rn, who stated the machine alarmed approximately an hour after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The rn stated the leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 250ml. The rn stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event and the patient was able to complete treatment with new supplies on the same machine without issue. The patient dialyzed 3 times a week. The sample was available for return for evaluation.